Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing were performed. The female connector was not separated from the main body. Functional testing was performed with no issues noted. The main body would not separate from the female connector using a firm twisting motion. The reported condition was not verified. The cause of the condition could not be determined. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient ¿try hard to open the twist clamp of the transfer set which caused a separation between the female connector and main body of the set. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified anti-inflammatory medication for the event (no further details). At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.